Event description:
Boston scientific received information that the transtelephonic monitoring (ttm) transmission showed a 90 bpm magnet rate with a battery status of one year remaining. Boston scientific technical services (ts) discussed that a magnet rate of 90 bpm indicated elective replacement near (ern) and a magnet rate of elective replacement time (ert) was 85 bpm. The clinician noted that the battery status indicator appeared to be close to ert. Ts recommended increased follow-up visits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced with another manufacturer's pacemaker.